Event description:
Boston scientific received information that during the implant procedure this device oversensed noise which appeared non-physiologic in nature. All lead measurements were within normal limits. The issue was suspected to be air bubbles behind the sealplugs. No adverse patient effects reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.